Event description:
On (B)(6) 2006, I underwent a left total hip arthroplasty. I received a depuy pinnacle hip, 36mm head, 60 metal on metal. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device I experience severe pain and difficulty with my left thigh and left hip area. I also feel extreme discomfort when walking, sitting, or standing for periods of time. Dates of use: (B)(6) 2006-present. Diagnosis: severe osteoarthritis of the left hip.